Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with broken reservoir tube lip, broken belt slot, minor scratches on display window, cracked display window corner and missing end cap.

Event description:
Patient stated that he had been receiving an alarm last night but was able to clear them. Blood glucose level was 59 mg/dl at the time of the call. Patient stated that he was treating with glucose tablets, food, and fruit. Patient stated that the pump had been bumped/dropped prior to receiving the a33 alarm and also noticed that the drive support cap was protruded. Patient was advised that the pump would need to be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.